Event description:
It was reported that during a lap gastric bypass procedure, the stapler failed to cut and applied open staples. Another atb45 was used to complete the case. There was no adverse patient consequence.